Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during review of the device activity logs. However, the device was put through extensive testing, using known good accessories, without duplicating the report. The device was recertified and returned to the customer. Review of the device history log suggests the device was in a cable fault condition, and will not charge or discharge by design. No accessories were returned with the device to aid in the investigation of the cable fault. The device appears to be working to specification with slight indications of wear. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.